Event description:
The pump was returned for investigation. Investigation revealed a faded and pink display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display was faded and pink. The only cs alarms and warning were the ones that occurred during normal operations. Investigators performed pump rewind, load, and prime with no alarms or loss of prime. The pump was exercised for 24 hrs. On a 1 unit per hour basal program with no alarms or loss of prime. Removed pump from case and there was no defect found.